Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the expedium quick connect polyaxial screwdriver driver broke off from the instrument during implantation of a screw. The broken tip portion was retrieved but was discarded.

Manufacturer narrative:
One xpdm quick-con si poly scwdrvr [product code: 2797-12-400, lot no: 1006mi] was returned for evaluation. It was noted that the tip had fractured off of the device. No tip was returned. Fracture analysis was conducted of the fractured surface revealing plastic deformation at the hexlobes and torsional shear markings at the center of the part following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload causing a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. A device history record review for the xpdm quick-con si poly scwdrvr [product code: 2797-12-400, lot no: 1006mi] was conducted. The lot was released accomplishing all quality requirements. A 12 month complaint trend analysis for the xpdm quick-con si poly scwdrvr [product code: 2797-12-400, lot no: 1006mi] was conducted on the product code with no further actions required for the design of the product. Post market surveillance was conducted and released march 11, 2014 comparing the rate of failure for the failure mode to the risk files and it was determined that the benefit exceeds the risk. The failure mode will continue to be monitored and compared with the risk file via an internal data review and monthly complaint trending activities as defined in depuy synthes work instructions. The root cause for the tip breaking cannot be positively identified. However, fracture analysis indicates a torsional overload causing a quasi-static torsional shear failure. No corrective action/preventive action is required at this point as there have been no issues identified in the manufacturing or release of this device. The occurrence of the failure vs. The expected rate of failure documented in the products risk files will be monitored via the data review. This complaint will be closed with no further action required in addition to the data review. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.